Event description:
It was reported the pt has lost stimulation due to the charger and programmer no longer communicating with the ipg. An affiliated sjm rep attempted to address the issue with two replacement chargers but was unsuccessful. The pt will meet with an sjm rep for further investigation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.